Event description:
The manufacturer received information alleging a ventilator's filters were black. The patient was hospitalized the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted a report with an incorrect date for section b.4 as (B)(6) 2021. The correct date should be (B)(6) 2022.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's filters were black. The patient was hospitalized. After receiving further information from the patient it is determined that the initial report should have been filed as product problem only. Section b1, b2, h1 and clinical code, impact code in section h6 has been updated/corrected in this report.